Event description:
On (B)(6) 2013 it was reported that surgery was done that day to reposition the patient¿s generator in her chest cavity. The patient¿s generator was reported to have protruded in her chest cavity every time she slept on her side. It was not generator migration, it seemed like the generator pocket had gotten enlarged. During the surgery, the generator was confirmed to still be sewn to the fascia by the surgeon. During surgery the generator ended up having to be replaced due to end of service even though it had only been implanted since (B)(6) 2012. The generator had been interrogated during surgery and the device presented a warning stating that it was at eos and that ¿the programmed current was not being delivered because the pulse was disabled.¿ a timeline of the events was provided and it was stated that at 7:58am the first interrogation of the generator took place pre-operatively and the patient¿s settings were output=0.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=1ma/magnet pulse width=500usec/magnet on time=60sec. Lead impedance was ok and ifi flag was no. The manufacturer¿s consultant then programmed the patient¿s output current to 0.00ma prior to the surgery. The patient was then prepped and opened and the cut in the chest area was made. The device was interrogated again at 8:00am and the parameter settings were as follows: output=0.00ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=3.0min; ifi flag was no. The output current was at 0.00ma because he had disabled the device prior to the surgery. At 9:38am the generator was interrogated outside of the pocket and everything still looked good; the ifi flag was no again. A system diagnostic test was then performed immediately after this and that was when the eos flag showed yes and the warning message appeared indicating that the ¿programmed current was not being delivered because the pulse was disabled.¿ at 9:40am, two minutes later, the device was interrogated again outside of the pocket and the eos flag showed yes again. The manufacturer¿s consultant stated that he had visualized an electrocautery pad that was placed on the patient¿s right hip and that this event is indicative of electrocautery being used during surgery. A new generator was implanted and tested prior to closing the patient back up and all test results were within normal limits for the new device. It was later reported that it was unknown when the protrusion was first observed; the patient had reported it ¿flipped¿ approximately 45 degrees when she moved to her side. The surgeon stated that the patient appears to be a ¿twiddler¿ and that the pocket enlargement was typical of manipulation by the patient. Patient manipulation was suspected by the physician but was not confirmed with the patient or caregiver. No physiological changes were reported which may have contributed to the protrusion. The surgeon¿s pa confirmed that the surgeon used bi-polar electrocautery in the surgery. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(4) 2013 additional programming history was received for the patient from date of generator explant ((B)(6) 2013). Product analysis on the explanted generator was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than (B)(4), while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications as received, the generator output was not disabled due to a perceived vbat<eos threshold condition. There were no performance or any other type of adverse conditions found with the pulse generator. However, the programming history for this pulse generator shows the battery status of eos (output disabled condition), which suggest that the pulse generator (output disabled condition) was reset prior to receiving into product analysis.